Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that customer was hospitalized due to high blood glucose on unknown date with blood glucose over 600 mg/dl. Customer¿s family called emergency medical service on behalf of customer. Customer stated insulin pump had multiple insulin pump errors. Customer was able to clear the alarm and able to rewind insulin pump. Customer stated alarm occurred more than once after a battery change. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.